Event description:
It was reported that the insulin pump was exposed to water when the customer was swimming in the lake. Troubleshooting was performed. The battery was changed and the device had weird noises. Also, the insulin pump was not functioning and moisture under the screen was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of corrosion found in the electronic and motor home switch assemblies. Further testing was not performed due to the blank display.